Event description:
It was reported that cartridge alarm 30 occurred during cartridge load process after caller removed used cartridge before being prompted. There was no adverse impact to the customer¿s blood glucose level. Caller was educated to wait for prompt before removing used cartridge, then successfully loaded new cartridge using proper technique with assistance from technical support and resumed insulin therapy, and no additional issues were reported.